Event description:
Reportable based upon analysis completed on 12/14/2007. It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon failed to inflate. The 99% stenotic lesion was located in the first diagonal of the left anterior descending (lad) coronary artery. The 2.0x20mm maverick2 balloon catheter was advanced to the lesion, and balloon inflation was attempted; however, it was unuccessful. The procedure was completed with another MFR's device. No pt injuries or complications were reported. Pt status is listed as "fine." Device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device analysis confirmed that it was possible to inflate the balloon; however, the balloon could not maintain pressure due to a pinhole leak. The device was attached to an encore inflation unit. During attempts to inflate the balloon, a pinhole leak was identified over the distal edge of the proximal markerband. Microscopic examination of the balloon material and the markerband did not reveal any issues that would have contributed to the pinhole. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The root cause of the balloon pinhole is unk. A CAPA has been initiated to address this issue.